Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed device was in patient use, with a ventilator, for approximately one week when the inflation line was found detached from the tracheal tube. The device was replaced. No incident related medical sequela was reported.